Event description:
It was reported that during service evaluation the renasys go device was found unable to operate on ac or battery power and could not recharge the battery due to a broken dc port and a defective battery. Additionally, the housing was broken and the pump was worn out. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device does not light up and the connecting plug is damaged. Additionally, during service evaluation, the device was found unable to operate on ac or battery power and could not recharge the battery. No patient involved.